Event description:
Reporter alleged obtaining a discrepant blood glucose value of lo (less than 10 mg/dl) back to back with a result of 188 mg/dl when testing was performed within 10 mins on the compact plus system. Reporter stated that at a different time another comparative test of lo (less than 10 mg/dl) was performed back to back with a result of 90 mg/dl within 10 mins on the same system. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated she self-treated with a few peanut butter crackers after each set of back to back results were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.